Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used pencan needle without packaging was returned by the customer for evaluation. Also, the customer submitted four pictures depicting the defect. Visual examination of the pencan needle and the stylet needle notes that both needles were bent but the pencan needle was also broken off at the end. The pictures that the customer submitted correspond with the defect of the samples that the customer returned. Based on the results of the sample evaluation, the defect has been determined to be caused by further processing performed by the customer. The point of fracture was determined to be attributed to repetitive bending. The defect could not have occurred during manufacturing for transportation as the cannula does not become bent during any of the manufacturing processes and then comes with a protective cap to protect the needle before shipments. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a clinician advanced the needle, hit bone, redirected, met resistance, withdrew, and felt the needle break within the patient. The broken piece was excised from the patient in one piece with no residual fragments.